Manufacturer narrative:
No patient information provided by the customer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the machine is not switching on. No patient involvement reported.